Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the global find search displayed medication availability based on area naming conventions, causing the medication to appear accessible on another device where it was not stocked. A technical support specialist reviewed device inventory and area settings, explained the global find workflow behavior, and confirmed the system was functioning as designed. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station showed a global find error. The customer reported that medication was stored in the raned pyxis, but when a global find was performed on other pyxis machines, it incorrectly listed ransurg as having the medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.